Event description:
It was reported that during an unknown procedure, the device would cut but stapled partially. Two thirds of the staple line was placed and the blade was stopped at one third of the length of the staples line. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.